Event description:
It has been reported to philips that the system would not run properly. No harm to patient or user was reported. Due to the lack of information, we are conservatively reporting this event. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the x-ray system couldn't run to application. The fse found the issue with the host pc, tried switching another hard disk but the issue persisted. The analysis confirmed the malfunction of the host pc and identified the failed part in pci check. The actual cause of the issue was with the host pc. The fse replaced the host pc to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.